Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the rubber of the insulin cartridge remained blocked in the piston rod, which led to an inaccurate amount of insulin delivery.